Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. She suddenly lost stimulation recently; she couldn't feel if even at 10.5v. Impedances were normal. At 3v group impedances were 226 ohms and at 10.5v group impedances were 230 ohms. The device was programmed with electrodes 12, 13, 14, and 15 and the pair impedances were normal. Reprogramming did not elicit any stimulation sensation. There was no known related accident or incident. The pt also had some pain at the intermediate incision site (mid axillary) where she had two peripheral nerve stimulation leads placed. The pt was going to follow-up with a different pain physician. The outcome is unk.